Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic appendectomy. According to the reporter, an hour into the procedure, the distal balloon burst unexpectedly and without warning as the surgeon was removing the specimen. There was a correct inflation of 25cc of air in the balloon. There was no patient/user injury or hazard, no extension of surgery time over 30 minutes, no blood loss of more than 500 cc¿s, no extension of the incision by more than one inch, no unanticipated tissue loss or irreversible damage and no part of the device disengaged into the patient cavity. The surgeon removed the device with no further issues and completed the case.